Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited oversensing of noise on all three channels. The oversensing resulted in pacing inhibition. The noise could not be recreated.